Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012862191 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the spiral array segment, electrode #1 was observed to be crushed/damaged, a knotted array was observed and the proximal end of nitinol array wire was observed to be dislodged from dual lumen. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issue (inverted, knotted, and appeared twisted) was confirmed through analysis. The catheter failed return inspection due to electrode #1 was crushed/damaged and the proximal end of nitinol array wire was dislodged from dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, the catheter was inverted, knotted, and appeared twisted on fluoroscopy, and resistance was encountered when pulling the catheter out of the sheath. The catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.